Event description:
Device 3 of 3. Reference MFR report#: 1627487-2014-25616 and 25617. It was reported the pt ((B)(6)) experienced a fall and lost stimulation. Lead diagnostic testing revealed no anomalies. Reprogramming to provide resolution was unsuccessful. X-rays were taken and identified the leads were disconnected from the ipg header. In turn the pt will undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.